Event description:
Unit was overfilling final containers, based on an independent lab analysis of the contents of a bag of tpn compounded on the unit. This analysis indicated that 540ml of amino acid solution was in the bag instead of the programmed 500ml. The volume delivered display also indicated 500ml. This represents an 8% error, outside the MFR's specification limits. The volume of 70% dextrose solution in the tpn was determined to be 465ml, instead of the programmed volume and volume delivered display of 500ml. (3.3% error, within specifications). The caller stated that the bag sent to the lab was part of a qa procedure and was a duplicate of a bag dispensed and used by a pt. The pt did not experience any adverse event as a result of using the bag. There had been no alarm conditions or disturbances to the containers during compounding. The reporter advised the caller not to use the unit, which will be returned for evaluation.